Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with poor vacuum and losing pressure during a surgery. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported ¿pressure issue¿ was not replicated. However, the reported ¿aspiration issue¿ was resolved by replacing the vitrectomy valve and pneumatics module. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The system¿s pressure was found to meet specifications. However, the root cause of the reported ¿aspiration issue¿ can be attributed to a nonconforming vitrectomy valve assembly. The manufacturer internal reference number is: (B)(4).